Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated during drain 4 of 4 of the patient's pd treatment the patient received several "m31 air detected in cassette" alarms and was draining slowly. Patient's contact stated that the connection on the patient line was secure and the unused lines were clamped. The pd patient contact stated one air bubble was noted in the drain line. Treatment was cancelled and the pd patient contact stated fibrin was noted in the drain line, and when patient's contact removed the cassette there was fluid leaking inside the pump module. The patient's cycler was replaced. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact stated during drain 4 of 4 of the patient's pd treatment the patient received several "m31 air detected in cassette" alarms and was draining slowly. Patient's contact stated that the connection on the patient line was secure and the unused lines were clamped. The pd patient contact stated one air bubble was noted in the drain line. Treatment was cancelled and the pd patient contact stated fibrin was noted in the drain line, and when patient's contact removed the cassette there was fluid leaking inside the pump module. The patient's cycler was replaced. Additional information was requested.